Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the forearm shunt. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use in a shunt occlusion percutaneous transluminal angioplasty. During procedure, upon second dilation, it was noted that the balloon ruptured at 6atm for 60 seconds. The device was removed from the patient's body without a problem. The procedure was completed with another of the same device. No patient complications were reported and patient status was good.